Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the 0.1 error occurred. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the medication order had met the tqw limit, resulting in a 0.1 error message when trying to pull for the patient. A technical support specialist called the user from pca, and the user edited the medication order. The system functioned as intended after the user resolved the issue.